Event description:
It was reported that during implant, the physician had difficulty inserting the ventricular lead into the pulse generator header. The physician used silicone oil and the lead was successfully connected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.